Event description:
Device was used during a lower anterior resection. Reportedly, instrument did not fire and was difficult to open. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.